Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter was unable to provide her with a blood glucose result as it kept showing the apply blood screen. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began in (B)(6) 2018. The patient informed the csr that she manages her diabetes with a self-adjusted dose of insulin (type unspecified) and claimed that she took no action in response to the alleged meter issue. The patient claimed that she went to the emergency room (ER) on an unspecified day in (B)(6) 2018, where she received 40 units of novolin and IV fluids. The patient also claimed having her blood glucose checked using the emergency room meter at an unspecified time and a result of ¿500 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr confirmed the correct test strips were being used for testing and based on the information provided, the patient was following the correct testing procedure. The csr was unable to walk the patient through performing a retest as the patient did not have her supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received healthcare professional treatment for an acute high blood glucose excursion after she was unable to test herself with the subject meter due to the alleged issue.